Event description:
It was reported that during a coronary drug eluting treatment procedure, it was noted that the balloon was leaking contrast. The physician attempted to cross the 90% stenotic lesion in the mildly tortuous rca with a taxus express2 8.8% 3.00 x 32 mm drug eluting stent, but was unable to do so. He removed the stent delivery system from the pt. He then predilated the lesion and using a buddy wire, again attempted successfully to cross the lesion. After removing the buddy wire, he inflated the balloon to deploy the stent and when he was up to 2-3 atms noticed contrast staining distal to the balloon. The physician aborted the inflation and removed the stent delivery system without incident (the taxus stent was never deployed). The pt had an episode of slow reflow in distal rca which was addressed with injections of adenosine. They completed the procedure with the use of a different stent (unk brand or size). No pt complications or injuries were reported. The pt is reported to be in satisfactory/good condition.